Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was provided indicating that this s-ICD device was explanted and replaced. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was provided indicating that this s-ICD device was explanted and replaced. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned and product analysis complete.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the exterior identified no anomalies. Interrogation of the device found bd (battery depletion) error that occurred. The voltage noted 9.37v on 19jul2024. The battery voltage did not recover after the bd error message. The device case was removed to facilitate inspection and testing of the internal components. Visual inspection of the internal components did not identify any abnormalities. The battery was removed from the device and sent for detailed, individual testing. It was determined the battery prematurely depleted but despite completion of testing, the root cause could not be ascertained. This finding has been reported to our manufacturing and design teams and we will continue to monitor field reports for similar behavior.